Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had an intermittent 12 lead connection. It was noted that the device was able to acquire a 5 lead signal without issue. There was no reported patient involvement.